Event description:
(Drug/diluent: ropivacaine 0.2%), (fill volume: 600ml & flow rate: 4 then 5 ml/hr), (procedure: spinal surgery), (cathplace: back). Fast flow. Pump infused in 36-40 hours instead of approx 65 hours. Each saf initially set at 4ml/hr, then after 24 hours, changed each saf to 5ml/hr. Pt got "very sick" according to nurse, heart issues. Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 600ml. Maximum fill volume: 750ml. Saf flow rate: 1, 2, 3, 4, 5, 6, 7 ml/hr. Warning: flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. Flow rate may vary +/- 20%.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a f/u report will be filed when investigation has been completed.